Event description:
Analysis of the returned device found that the pusher wire was broken. There was no reported clinical consequence ot the patient.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the pusher wire was broken into two pieces approximately 38cm from the proximal end. No other anomalies were noted to the device. From the information provided, the device was used in accordance with the directions for use. Based on the investigation findings and the information provided, it was determined that operational context was the most probable cause of the broken pusher wire.